Event description:
It was reported that the bd syringe 1ml ls 27ga 1/2in had foreign matter. The following information was provided by the initial reporter translated from spanish to english: (B)(6) pieces of syringe were received. During the inspection, (B)(6) pieces of syringe/ 1 ml were detected with apparent presence of foreign particles in the content of the product. Defective classified as critical, rejecting the pieces received. Attached inspection report. Material: 1012405 presentation: syringe 1 ml plastipak c/a tuberc 25x 16 lot: 3003262 expiration: 11/2027 additional information received would you be so kind as to confirm if all (B)(6) units were identified in the same box? -we received (B)(6) units of which 1704 were approved. Each collective package contained 100 syringes receiving a total of (B)(6) boxes of which 696 of the rejected units were identified in different collective packages. 696 of the rejected units were identified in different collective packages. Are samples related to the incident available for analysis? If yes, please indicate the quantity. -the total number of rejected pieces is available. Additional information received for sample collection, please inform - customer shared the information and added it as attachments - could you please share the inspection report mentioned in the email? - customer has shared the form and added the attachments.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Photos and samples received by our quality team for investigation. Through visual inspection, our investigation team was able to observe black dots on the body of the syringe. The reported nonconformance has been confirmed. Additionally, the black dots were able to be removed from the cylinder but were not sufficient in quantity or material to submit for compositional testing. The identity of the foreign body could not be determined at the conclusion of our review. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.